Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of inappropriate therapy and under sensing were confirmed. However, review of the egms showed the under sensed events and inappropriate therapies had occurred as a result of the device¿s programmed settings. The device behaved as expected and according to its programmed settings. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.